Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the moment the physician was drilling on the bone, the tip of the drill bit was broken, the tip was left into the patient´s bone - no delay in surgery. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient date of birth/age and weight are unknown. Device is an instrument and is not implanted or explanted. Initial reporter: hospital contact number: (B)(6). Product investigation summary: the investigation has shown that the drill bit is broken off as described. Unfortunately, the entire drill bit was not returned for evaluation. Only the tip of the drill bit was received, as the other parts were retained in the patient. No further information, including the lot number, has been made available; therefore, an investigation could not be performed. Since the lot number is not known, verification of the production documents could not be completed. The exact cause of this failure cannot be determined; it is likely that too much force was applied. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.